Event description:
Reportedly, one endostitch device malfunction. Two additional endostitch devices were opened which also malfunction causing the needle to be dislodged. Multiple x-rays taken. Needle was able to be located but not retrieved. Procedure type: unk , pt sex: male